Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted into the patient. It is also reported that the patient underwent another procedure for revision/removal by dr. (B)(6). It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy with fractional d&c, excision of vaginal mesh, mesh implant and cystoscopy on (B)(6) 2011 due to erosion and migration of vaginal mesh, anatomic sui and postmenopausal bleeding. (B)(4).